Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit went offline due to a seized solenoid and damage to the main controller, retractor band, and solenoid in drawer. A field service engineer replaced the drawer with one from an overflow machine, and the clip holding the cubies was realigned to secure them properly. The unit was cleaned, inspected, and debris was removed. The internet connection cable was found to be damaged and needed replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es station offline and smell like burning. The customer stated that the occurred malfunction was considered as a thermal event. There were no adverse events or injuries reported based on this event.